Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted pacemaker showed a p wave that was not being tracked. Afterwards, an analysis was completed and showed the device working appropriately and the presenting electrogram showed p-wave tracking. Also, thresholds tests were all within normal limits. They will be adjusting sensitivity to mask whatever extraneous signals the device might be seeing. The pacemaker remains in service. No adverse patient effects were reported.